Event description:
It has been reported to philips that the monitor only starts after switching it off and on three times. No harm was reported to philips. Philips has started an investigation of this complaint.